Event description:
It was reported that an uneventful carotid endarterectomy was performed in 2002. Synthetic suture was used to close the arteriotomy with a vein patch. There was nothing unusual about the suture noted at the time of surgery. The physician uses two sutures, one from both ends to close these and ties them in the middle. The physician uses ten throws and cuts the strands long. The physician performs these procedures herself and does not allow the resident to close. The physician is very careful to avoid instrument injury to the suture and is aware of the consequences of this kind of damage. At 6:00 am on the following day the pt became combative and hypertensive. When the resident was called, he noted swelling in the neck and, shortly thereafter, the pt began to have difficulty breathing. The resident opened the neck to relieve the pressure and encountered bleeding, which he controlled with finger pressure while the pt was returned to the operating room. Dr had arrived at the hospital by this time and performed the reoperation. The pt expired during the reoperation and no add'l repair was performed on the vessel. The suture appeared to have broken on the medial side of the patch. The physician noted that on the lateral side of the patch there was a straight line of suture, while on the medial side it appeared to have broken at the mid portion. The physician was unclear as to exactly where the knots were tied at this time.